Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accu tni (troponin I) and total bhcg results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the samples on a different instrument using alternate methodology and the results were negative. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not sent to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This is 1 of 2 separate MDR reports related to 2 patient events associated with a single malfunction report. Reference MDR numbers 2122870-2011-04820. 2122870-2011-04821 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.